Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Additionally, the battery pca and cells were contaminated. The root cause of the loose busbar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred due to the defective battery. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse events occurred due to the defective battery charger. Mfg dates: battery pack sn (B)(4) - 8/1/2017. Battery charger sn (B)(4) - 12/14/2011.

Event description:
A us distributor reported that a patient's battery charger was not working and was experiencing battery faults.